Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the atrial lead resulting in inappropriate mode switch. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.